Event description:
Reporter states the end user was going out the door with the family member behind pt and the back post broke on one side and the user fell out of the chair. The parent took pt to the hosp and was told pt had a concussion. Reporter also stated that the chair had been modified which contributed to the event.